Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Device memory issue is causing invalid data for rate histograms, trends for lead impedance, threshold and p/r wave. Some cardiac compass data is missing/invalid for specific dates over 14month trend. Translated save-to-disk file has more data for weekly lead trend data.

Event description:
It was reported that during implantable pulse generator (ipg) follow up check information received indicated error message received, questions marks present for impedance, threshold and wave amplitude data. Review of device data indicated a software error and diagnostic data not available. The ipg remains in use, and no patient complications have been reported as a result of this event.